Event description:
It was reported that the customer's fill estimate was inaccurate with multiple cartridges. Customer stated they used cold insulin. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been received for eval. Should additional info be received a supplemental form will be completed.